Event description:
Hosp technician lifted qa phantom for mx8000 CT scanner with the left arm. Hosp tech used the appropriate handle for lifting. Hosp tech has a probable torn pectoral muscle and severely sprained bicep with total loss of motion of left arm and probably needs surgery to correct.